Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose of 610 mg/dl. Cause of event was due to an irritated cannula site. Type of cannula used was not reported. Reportedly, the customer delivered multiple boluses via the pump to resolve the issue.